Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the double camera controller (doco) and illuminator to resolve the customer reported issue. The system was tested and verified as ready for use. Isi received the doco involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed but was not able to replicate the customer reported complaint. Fa installed and tested the doco on a printed circuit assembly (pca) test system. The system started up without any error, and with good picture. Fa performed calibration and white balance, which passed. The system was ran for 30 power cycles, and all passed without any line nor any flickering. The doco remained on the test system for three (3) days in normal operation, and there were no issue with the image quality. Isi also received the illuminator involved with this complaint and completed the device evaluation. Fa investigation confirmed and replicated the reported complaint. Fa installed the illuminator into a pca system and powered on. Fa noted an error 482 (communication error ) occurred in the error log. The white balance performed unsuccessfully.

Event description:
It was reported that at the start of a da vinci-assisted prostatectomy (radical without lymphadenectomy) surgical procedure, the camera image was flickering and there was intermittent black line(s) across the image. Prior to contacting intuitive surgical, inc. (Isi) technical support engineer (tse), the surgeon indicated the system was power-cycled, which resolved the issue for approximately 10 minutes. The tse reviewed the logs and identified error(s) 48221 and 48212. The tse instructed the customer to power-off the system and reseat the endoscope and camera cable, at both ends. The customer performed tasks; however, did not reseat the camera cable, at the camera head, because of the drape. Upon powering back on, there were no issues observed; the system was working. The customer mentioned that the light cable and camera cable were replaced earlier this year. The customer confirmed that the camera head was working and focusing properly when pushing the focus buttons. The customer informed the tse they did not have a spare camera head available. During the call with tse, the surgeon did not have confidence in the system and decided to abort the surgery. Per the tse request, the customer verified if there were any visible damage(s) to the camera head and cable. The customer confirmed that the camera head, cable, and connections were good. There was no known reported patient harm, injury, or adverse outcome.